Event description:
Information received from the field notes that the patient came to the clinic complaining of not feeling right after falling and striking the area of the pacemaker. Evaluation of the device showed loss of atrial and ventricuular sensing.